Manufacturer narrative:
(B)(4). The sample was discarded so a batch review could not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable because the supply bag was not properly connected to line. The hp stated the spike came out of the bag. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during fill 1. The hp stated the spike came out of the bag. The technical service representative (tsr) explained the se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power to clear the alarm. The hp confirmed start over using new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.